Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial started on (B)(6) 2022. It was reported that the patient stated that the pain has lessened in their back and they are still feeling itchy. They changed from the left to the right side is feeling stimulation at 2.4. On (B)(6) 2022 the patient stated they had some bowel medical issues and had enema and bandages changes and wires moved. Patient stated they were not sure if the therapy was still working due to the moving of the wires. Patient was assisted in increasing the stimulation to 3.1 where they stated they were feeling it and it comfortable. Patient advised to contact their clinician for medical advice and with concerns.